Manufacturer narrative:
The field service engineer replaced the vacuum diaphragm, tubing, degassing module, rinse water valve, water valve, and gear pump. A precision check was performed successfully. The customer performed calibration and qc successfully. The investigation is ongoing.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and ci results for 3 patient samples on a cobas 4000 c (311) module. The initial results were reported outside of the laboratory. The doctor questioned the results and the samples were repeated. For patient 1, the initial na result was 157 mmol/l and the initial cl result was 115 mmol/l. The repeat na result was 144 mmol/l and the repeat cl result was 104 mmol/l. For patient 2, the initial na result was 140 mmol/l. The repeat na result was 134 mmol/l. For patient 3, the initial na result was 153 mmol/l. The repeat na result was 142 mmol/l. The repeat results were deemed correct. The na electrode lot number is z14 and the cl electrode lot number is t61. The expiration dates were requested but not provided.

Manufacturer narrative:
Calibration was last performed on 14-oct-2022. Qc performed on 12-oct-2022 was outside of the acceptable range. The alarm trace showed multiple abnormal aspiration alarms on the date and around the time of the event. The alarm trace also showed multiple vacuum negative pressure sensor and water reservoir too low alarms on the date of the event around the time the sample was processed. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.